Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina and stenosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020, the patient presented with a recent non-st elevated myocardial infarction (nstemi) and a percutaneous coronary intervention was performed. A 2.5x12mm (1550250-12, 0022741) xience sierra stent was implanted in the mid left anterior descending (lad) coronary artery. Following, a 3.0x23mm (1550300-23, 0021241) xience sierra stent was implanted in the proximal lad. A device malfunction was not reported and 0% residual stenosis with timi flow grade iii was observed post-procedure. On (B)(6) 2021, the patient presented left sided chest pain, radiating to the left scapula, and shortness of breath. Per imaging, the proximal lad was 80% restenosed, without a device malfunction observed. As treatment, another stent was implanted in the proximal lad, target lesion. The event did not require hospitalization and resolved without sequala that same day. No additional information as provided regarding this issue.